Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to high max error, indicative of a battery that is out of calibration. In addition, the battery exhibited early depletion of cell pair 2, which caused the cell pair 2 voltage to drop below the minimum voltage threshold. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a defective cell pair, which likely contributed to the event. An internal investigation has been open to address this type of issue. Per the instructions for use (IFU): patient manual, and training material provide instructions to the user on proper usage and care of power sources. Instructions are provided to further educate the patient about product safety, visual indicators, audible alarm management, and device management. Additional guidelines instruct the user on how to detect and react to a power source malfunction with a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while the patient was at home the battery charger "status" light was flashing "red" when the battery was connected to the battery charger. The battery was replaced with no effect on the patient. Analysis of the returned battery found faulty cell pair.